Event description:
Reported by the pt as a band erosion.

Manufacturer narrative:
Taper ii. The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii and manufactured in another country. The surgery center was asked to return the product for analysis. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Erosion is a surgical/physiological complication, and analysis of device generally does not assist allergan in determining a probable cause for these events. Further info from the reporter regarding serial number and implant date has been requested. Device labeling addresses the possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue." "Re-operation to remove the device is required."